Event description:
It was reported that the customer received a no delivery alarm. The infusion set had a needle that was too small to puncture in to deliver insulin. The needle that went into the reservoir did not look like it was going far enough. She developed neuropathy. While changing her infusion sets, she was unable to push insulin through the infusion set with the plunger. She would then receive a no delivery alarm. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.